Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that some white foreign material was found on the surface of an intraocular lens (iol) during insertion into the eye. Additional information was received and it was learnt that a foreign material was noticed under the microscope as the surgeon was preparing to implant the lens into the patient's eye. Reportedly, the material was removed with the forceps and the lens was implanted successfully. No further information was provided.

Manufacturer narrative:
Concomitant medical products: ophthalmic viscoelastic (ovd) used was alcon duovisc. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Particle analysis: the particle was removed, returned for analysis, and analyzed by fourier transform infrared spectroscopy (atr¿ftir). The bands were consistent with polysaccharides such as sodium hyaluronate (naha). Sodium hyaluronate, is used exclusively in the production of top coat solution, a component of the lubricious surface coating for the 1vipr30 and 1mtec30 cartridges. Based on the information received the ovd (ophthalmic viscoelastic) used was alcon duovisc. The ovd components are 3% sodium hyaluronate, 4% chondroitin sulfate. Therefore, both ovd and the pcb00 (cartridge) used contain naha as a component. The pcb00 was not returned to analyze the coating of the cartridge in order to confirm or verify where the particle came from. Therefore, it cannot be determined if the particle was part of the pcb00 cartridge coating or not. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional complaints for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The use of viscoelastics is required when using the model pcb00 delivery system. For optimal performance, use the amo healon® family of viscoelastics is recommended. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.